Manufacturer narrative:
This supplemental report is being submitted to provide the updated manufacturing date of the device. Updated field: h4.

Event description:
No additional information received from the customer.

Event description:
It was reported that the flex deflectable videoscope presented an e216 display error message. The event occurred during a lap hernia procedure and was completed utilizing the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on electrical contact of video plug, e216 (scope communication err) occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.